Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the shocking sensations, what was done to resolve it, and if it resolved was unknown.

Manufacturer narrative:
Additional review indicates the information regarding shocking from device/shocking sensations was already reported in manufacturer¿s report #3004209178-2021-06643. However, any additional information regarding the shocking from device will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they have been shocked by their device. Additional information was received from a healthcare provider (hcp) reporting that upon looking into the patient¿s notes, they indicated the patient has complained about having shocking sensations about 1 year ago ¿ aug 2020. However, they have seen the patient on multiple occasions and stated they would need to look through all the patient notes first for additional information. A request for additional information will be faxed to the doctor's office. Refer to manufacturer report #3004209178-2021-10568 for related device.